Event description:
This case was initially received via regulatory authority (B)(6) ((B)(4)) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), liver injury ("serious liver injury"), gallbladder disorder ("twice hospitalization, ablation of gallbladder") and sphincter of oddi dysfunction ("hospitalized twice, ablation sphincter of oddi") in a female patient who had essure (batch no. 12277701) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heart disorder. On an unknown date, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), asthenia ("major asthenia"), neuralgia ("neurological pain"), myalgia ("muscular pain"), pruritus ("major pruritus") and liver injury (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced blood test abnormal ("abnormal blood test"). In (B)(6) 2012, the patient experienced gallbladder disorder (seriousness criterion hospitalization). In (B)(6) 2013, the patient experienced sphincter of oddi dysfunction (seriousness criterion hospitalization). In (B)(6) 2014, the patient experienced takayasu's arteritis ("hospitalized, testing for takayusu arteritis, put on morphine"). On an unknown date, the patient experienced device expulsion ("one insert was rejected into uterus"). The patient was treated with morphine and surgery (total hysterectomy and adnexectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device expulsion, asthenia, neuralgia, myalgia, pruritus, liver injury, blood test abnormal, gallbladder disorder, sphincter of oddi dysfunction and takayasu's arteritis outcome was unknown. The reporter considered abdominal pain, asthenia, blood test abnormal, device expulsion, gallbladder disorder, liver injury, myalgia, neuralgia, pruritus, sphincter of oddi dysfunction and takayasu's arteritis to be related to essure. The reporter commented: hysteroscopic tubal ligation because pregnancy contraindicated due to a heart problem. Two months after placement, one insert was rejected into uterus. Another insert was placed on one side. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2012: abnormal blood tests. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain, serious liver injury and she was hospitalized twice due to ablation of gallbladder and ablation of oddi sphincter. A total hysterectomy and adnexectomy was performed on (B)(6) 2017. The reported events are serious due to medical importance, except ablation of gallbladder and ablation of oddi sphincter that are serious due to hospitalization. Abdominal pain is anticipated in essure's reference safety information whereas other events are unanticipated. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, during essure use consumer presented abdominal pain and total hysterectomy and adnexectomy was performed. Considering positive temporal relationship and event's nature, causality with the suspect insert cannot be excluded. Regarding the events serious liver injury, ablation of gallbladder and ablation of oddi sphincter, considering that essure acts locally in fallopian tubes, the causality between these events and the micro insert can be excluded. This case was regarded as incident since device removal was required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), liver injury ("serious liver injury"), cholecystectomy ("twice hospitalization, ablation of gallbladder") and pancreatobiliary sphincterotomy ("hospitalized twice, ablation sphincter of oddi") in a female patient who had essure (batch no. 12277701) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heart disorder. On an unknown date, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), liver injury (seriousness criterion medically significant), asthenia ("major asthenia"), neuralgia ("neurological pain"), myalgia ("muscular pain") and pruritus ("major pruritus"). On (B)(6) 2012, the patient experienced blood test abnormal ("abnormal blood test"). In (B)(6) 2012, the patient underwent cholecystectomy (seriousness criterion hospitalization). In (B)(6) 2013, the patient underwent pancreatobiliary sphincterotomy (seriousness criterion hospitalization). In (B)(6) 2014, the patient experienced takayasu's arteritis ("hospitalized, testing for takayasu arteritis, put on morphine"). On an unknown date, the patient experienced device expulsion ("one insert was rejected into uterus"). The patient was treated with morphine and surgery (total hysterectomy and adnexectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, liver injury, cholecystectomy, pancreatobiliary sphincterotomy, device expulsion, asthenia, neuralgia, myalgia, pruritus, blood test abnormal and takayasu's arteritis outcome was unknown. The reporter considered abdominal pain, asthenia, blood test abnormal, cholecystectomy, device expulsion, liver injury, myalgia, neuralgia, pancreatobiliary sphincterotomy, pruritus and takayasu's arteritis to be related to essure. The reporter commented: hysteroscopic tubal ligation because pregnancy contraindicated due to a heart problem. Two months after placement, one insert was rejected into uterus. Another insert was placed on one side. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2012: abnormal blood tests. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: 1227701, expiration date: jan-2007, manufacturing date: jun-2005. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 9-may-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain, serious liver injury and she was hospitalized twice due to ablation of gallbladder and ablation of oddi sphincter. A total hysterectomy and adnexectomy was performed on (B)(6) 2017. The reported events are serious due to medical importance, except ablation of gallbladder and ablation of oddi sphincter that are serious due to hospitalization. Abdominal pain is anticipated in essure's reference safety information whereas other events are unanticipated. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, during essure use consumer presented abdominal pain and total hysterectomy and adnexectomy was performed. Considering positive temporal relationship and event's nature, causality with the suspect insert cannot be excluded. Regarding the events serious liver injury, ablation of gallbladder and ablation of oddi sphincter, considering that essure acts locally in fallopian tubes, the causality between these events and the micro insert can be excluded. This case was regarded as incident since device removal was required. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-apr-2017. The most recent information was received on 02-jun-2021. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ('abdominal pain'), liver injury ('serious liver injury'), cholecystectomy ('twice hospitalization, abaltion of gallbladder') and pancreatobiliary sphincterotomy ('hospitalized twice, ablation sphincter of oddi') in a female patient who had essure (ess205) (batch no. 12277701) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heart disorder. Concomitant products included povidone-iodine (povidon iodine) since (B)(6) 2005 for skin disinfection as well as sodium chloride (physiological saline solution) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced device expulsion ("one insert was rejected into uterus"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), liver injury (seriousness criterion medically significant), asthenia ("major asthenia"), neuralgia ("neurological pain"), myalgia ("muscular pain") and pruritus ("major pruritus"). On (B)(6) 2012, the patient was found to have blood test abnormal ("abnormal blood test"), 6 years 11 months after insertion of essure (ess205). In (B)(6) 2012, the patient underwent cholecystectomy (seriousness criterion hospitalization). In (B)(6) 2013, the patient underwent pancreatobiliary sphincterotomy (seriousness criterion hospitalization). In (B)(6) 2014, the patient experienced takayasu's arteritis ("hospitalized, testing for takayusu arteritis, put on morphine"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel and titanium allergy"). The patient was treated with morphine and surgery (total hysterectomy and adnexectomy on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, liver injury, cholecystectomy, pancreatobiliary sphincterotomy, device expulsion, asthenia, neuralgia, myalgia, pruritus, blood test abnormal, takayasu's arteritis and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, asthenia, blood test abnormal, cholecystectomy, device expulsion, liver injury, myalgia, neuralgia, pancreatobiliary sphincterotomy, pruritus and takayasu's arteritis to be related to essure (ess205). The reporter commented: hysteroscopic tubal ligation because pregnancy contraindicated due to a heart problem. Two months after placement, one insert was rejected into uterus. Another insert was placed on one side. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2012: result: abnormal blood tests. Hysterometry (centimetre) - on (B)(6) 2005: 8 centimetre; on (B)(6) 2005: 8 centimetre. Hysteroscopy - on (B)(6) 2005: introduction of the hysteroscope under visual control. Examination of the cavity finds: - a cavity of normal size. - two ostia seen.- normal mucosa- a normal cervico-isthmic outlet. Placement of tube stent under visual control (2 coils on the left, 3 on the right). Duration of the procedure: 8 min. Visual analogue scale: 1.2. Normal bleeding at the end of the procedure. No intraoperative transfusion; on (B)(6) 2005: 9. Lymphocyte stimulation test - on (B)(6) 2017: --controls: spontaneous stimulation cd107 3.6% (less than 2) spontaneous stimulation cds69 1.6% (less than 2) positive control pha (phytohemagglutinin) cd8 -1c7 52.0 (greater than 15) positive control pha cd69 82.0 (greater than 15) --activation in the presence of specific allergens: nickel: dilution 1 cd8 -107: 1.0 dilution 2 cd8- 107: 1.0 negative cd8-69: 1.0 cd8-69 1.0 negative titanium: dilution 1 cd8 -107: 1.0 dilution 2 cd8- 107: 1.0 negative cd8-69: 323.0 cd8-69 23.0 p o s I t I v e chromium: dilution 1 cd8 -107: 1.0 dilution 2 cd8- 107: 1.0 negative cd8-69: 1.0 cd8-69 1.0 negative iron: dilution 1 cd8 -107: 1.0 dilution 2 cd8- 107: 1.0 negative cd8-69: 1.0 cd8-69 1.0 negative. Skin test - on (B)(6) 2018: patch test results: 1. Potassium dichromate, 2. Cobalt , 3. Nickel positive ++ tests, 4. Titanium oxalate, 5. Titanium, and 6. Copper sulphate pentahydrate. Ultrasound scan - in 2005: suspected expulsion of a left tubal stent. Quality-safety evaluation of ptc: lot number: 1227701 expiration date: jan-2007 manufacturing date: jun-2005. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-jun-2021: follow up report was received via health authority:hysteroscopies (tests added) surgical reports of (B)(6) 2005 provided : date of essure insertion added, essure model changed to ess205, indication added. Ultrasound ((B)(6) 2005) result, and two allergy test ((B)(6) 2017) results added: event metal allergy was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-apr-2017. The most recent information was received on 08-jun-2021. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ('abdominal pain'), liver injury ('serious liver injury'), cholecystectomy ('twice hospitalization, abaltion of gallbladder') and pancreatobiliary sphincterotomy ('hospitalized twice, ablation sphincter of oddi') in a female patient who had essure (ess205) (batch no. 12277701) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heart disorder. Concomitant products included povidone-iodine (povidon iodine) since (B)(6) 2005 for skin disinfection as well as sodium chloride (physiological saline solution) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced device expulsion ("one insert was rejected into uterus"). In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), liver injury (seriousness criterion medically significant), asthenia ("major asthenia"), neuralgia ("neurological pain"), myalgia ("muscular pain") and pruritus ("major pruritus"). On (B)(6) 2012, the patient was found to have blood test abnormal ("abnormal blood test"), 6 years 11 months after insertion of essure (ess205). In (B)(6) 2012, the patient underwent cholecystectomy (seriousness criterion hospitalization). In (B)(6) 2013, the patient underwent pancreatobiliary sphincterotomy (seriousness criterion hospitalization). In (B)(6) 2014, the patient experienced takayasu's arteritis ("hospitalized, testing for takayusu arteritis, put on morphine"). On (B)(6) 2017, the patient experienced allergy to metals ("nickel and titanium allergy"). The patient was treated with morphine and surgery (total hysterectomy and adnexectomy on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, liver injury, cholecystectomy, pancreatobiliary sphincterotomy, device expulsion, asthenia, neuralgia, myalgia, pruritus, blood test abnormal, takayasu's arteritis and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, asthenia, blood test abnormal, cholecystectomy, device expulsion, liver injury, myalgia, neuralgia, pancreatobiliary sphincterotomy, pruritus and takayasu's arteritis to be related to essure (ess205). The reporter commented: hysteroscopic tubal ligation because pregnancy contraindicated due to a heart problem. Two months after placement, one insert was rejected into uterus. Another insert was placed on one side. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2012: result: abnormal blood tests. Hysterometry (centimetre) - on (B)(6) 2005: 8 centimetre; on (B)(6) 2005: 8 centimetre. Hysteroscopy - on (B)(6) 2005: introduction of the hysteroscope under visual control. Examination of the cavity finds: - a cavity of normal size. - two ostia seen.- normal mucosa- a normal cervico-isthmic outlet. Placement of tube stent under visual control (2 coils on the left, 3 on the right). Duration of the procedure: 8 min. Visual analogue scale: 1.2. Normal bleeding at the end of the procedure. No intraoperative transfusion; on (B)(6) 2005: 9. Lymphocyte stimulation test - on (B)(6) 2017: --controls: spontaneous stimulation cd107 3.6% (less than 2) spontaneous stimulation cds69 1.6% (less than 2) positive control pha (phytohemagglutinin) cd8 -1c7 52.0 (greater than 15) positive control pha cd69 82.0 (greater than 15) --activation in the presence of specific allergens: nickel: dilution 1 cd8 -107: 1.0 dilution 2 cd8- 107: 1.0 negative cd8-69: 1.0 cd8-69 1.0 negative titanium: dilution 1 cd8 -107: 1.0 dilution 2 cd8- 107: 1.0 negative cd8-69: 323.0 cd8-69 23.0 p o s I t I v e chromium: dilution 1 cd8 -107: 1.0 dilution 2 cd8- 107: 1.0 negative cd8-69: 1.0 cd8-69 1.0 negative iron: dilution 1 cd8 -107: 1.0 dilution 2 cd8- 107: 1.0 negative cd8-69: 1.0 cd8-69 1.0 negative. Skin test - on (B)(6) 2018: patch test results: 1. Potassium dichromate 2. Cobalt 3. Nickel positive ++ tests 4. Titanium oxalate 5. Titanium 6. Copper sulphate pentahydrate. Ultrasound scan - in 2005: suspected expulsion of a left tubal stent. Lot number: 12277701 manufacturing date:2005-02 expiration date:2007-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.